Event description:
During follow-up, an extended charge time was observed along with a battery voltage of 2.85v. The physician decided to leave the device implanted in the abdominal cavity in the off position to avoid possible infection or complications.